Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle missing.

Manufacturer narrative:
We checked the returned unit and confirmed that the air/water nozzle missing. Based on the result, we concluded that it was caused due to the physical damage applied on the air/water nozzle. In addition, we confirmed that the operation channel buckled, the insertion flexible tube (ift) buckled, and the suction channel buckled; however, they are not the main cause, and/or irrelevant to the alleged complaint. Confirming pm in emea, it could not be denied that the nozzle falls occurred in the human body. Therefore, based on the technical report ""hr-rpt-0585(nozzle)"" and/or the risk analysis results, it was evaluated to submit MDR.